Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during a procedure. According to the complainant, during the procedure, the clip assembly failed to separate from the delivery catheter. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. (B)(4) for the reported issue of clip won't detach from catheter the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.